Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error (e105) occurred due to failure of the led unit. In addition, the following reportable malfunctions were found during the device evaluation the led (light emitting diode) harness were found burnt. However, the root cause of the burnt harness is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had an error e105 (failure of the light emitting diode light source unit). It is unknown when the issue occurred. There were no reports of patient harm.